Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited noise and impedance measurements of greater than 3000 ohms. The device had therefore been programmed to vvi. Then the patient received anti-tachycardia pacing (atp) and shocks, and it was questioned if therapy was appropriate. It was unable to be determined whether the tachycardia therapy was appropriate. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.